Event description:
It was further reported that the patient experienced shortness of breath because the patient lost all atrioventricular synchrony and was without atrial pacing after the ra lead dislodged.

Manufacturer narrative:
Product event summary: the full lead was returned and analyzed. Returned product analysis was performed and no anomalies were found. The distal low voltage electrode of the lead was covered in body tissue/fibrotic growth. Visual analysis of the lead indicated apparent explant damage. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that the patient experienced shortness of breath. It was noted that the right atrial (ra) lead exhibited dislodgement. During the lead replacement procedure, the physician noted a clicking sound while grasping the implantable pulse generator (ipg). Both the lead and the ipg was explanted and replaced. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Correction: b5. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that the patient experienced shortness of breath. It was noted that the right atrial (ra) lead exhibited dislodgement. During the lead replacement procedure, the physician noted a clicking sound while grasping the implantable pulse generator (ipg). Both the lead and the ipg was explanted and replaced. No further patient complications have been reported as a result of this event. It was further reported that the patient experienced shortness of breath because the patient lost all atrioventricular synchrony and was without atrial pacing after the ra lead dislodged. Upon further review it was noted that while in the pocket a clicking noise was noted by the physician when applying light pressure to the implantable pulse generator (ipg) prompting an opportunistic decision to replace the device.